Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the clinic with low flow alarms. The patient's log file submitted to the manufacturer for analysis confirmed the low flow alarms. Chest x-rays taken were unremarkable and the echocardiogram (echo) revealed the aortic valve remained open with every beat at 10,000 rmps (patient's baseline pump speed reported as 8,600 rpm). The patient was admitted to the hospital and placed on intravenous (IV) heparin. The patient's heart-rate reportedly dropped overnight and it was noted that the patient was hypertensive. Beta blockers were reduced and angiotensin-converting enzyme (ace) inhibitors started. Patient also started on persantine, aspirin (asa) increased to 325mg and the international normalized ratio (inr) target was set at 2.

Manufacturer narrative:
The patient remains on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.